Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 250cc mentor memorygel breast implant, catalog # 3502504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with 250cc mentor memorygel breast implants and experienced rupture on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on 1/27/2020, mentor became aware that the patient also experienced bilateral baker grade iii capsular contracture. As a result, the patient underwent bilateral device removal and replacement with 200cc mentor memorygel breast implants, catalog number 6502004bc, serial numbers (B)(6) on the right side and (B)(6)on the left side on (B)(6) 2020. On 2/4/2020, the product investigation was completed. Device investigation summary: during visual analysis of the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on /17/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).